Event description:
A medtronic representative reported the vertek arm associated with this inav system could not be tightened; the lever turns but the joints do not engage. There was no pt present.

Manufacturer narrative:
Pt information not provided as no pt was involved in this concern. RMA issued.